Event description:
The customer reported the system's table movement failed to operate properly. No report of pt or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The frequency inverters were reset. The system was then found to be operating as intended.